Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
Based on the addition information received, since it was just a matter of assisting how to make the pump charge the battery." It is not considered as valid complaint.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h11.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) would not charge. No harm occured.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had malfunction.